Event description:
It was reported that the needle deployed early and did not retract back into the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived fully deployed. No damages were observed on the needle mechanism. The device was received with the hard cannula fully retracted. The needle mechanism was reset and redeployed successfully. It could not be determined when the needle mechanism deployed and retracted.